Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The device was returned and evaluated by a third-party service center. The internal part of the device was inspected visually and found evidence of visible foam degradation. The customer's complaint was confirmed. The error log was reviewed and corrected with a total of 1 error. The device software has been upgraded and the device passed the final test.

Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.